Event description:
The customer was hospitalized for high blood glucose. The customer also reported having an error alarm, which erased the settings and she was not aware of it.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.